Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display and control board connections were reseated to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a system shutdown resulting in a loss of mechanical ventilation. There was no patient injury.